Event description:
It was reported that the patient was ¿still¿ trying to get their neurostimulator to work. It was noted that they could not seem to find a good setting. Additional information received reported that the patient was implanted in september. It was noted that they had not given up yet but that their stress level was super high. Additional information received reported that the patient¿s neurostimulator was not working to give the patient any relief. It was noted that the patient was still hoping to find the right setting.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).